Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported via medwatch "tip of guidewire protruded from 5 fr power PICC resulting in 37mm of the tip of sherlock wire to break off from wire causing a retained foreign object. X-ray images used to verify placement and removed by doctor. 2 other events within the last six months using the 5 fr power PICC resulted in rfo after procedure." This report addresses the first of the other two events over the last six months.